Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery only lasted four years and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The analyst commented, longevity calculation equals 68%. Battery depletion curve equals 98%. Projected longevity at recommended replacement time (rrt) equals 69%. (B)(4).